Event description:
Additional information received from the consumer reported that they changed the settings which fixed it and resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt stated the "charger" is not working because the "stimulator" was dead at 7am today (agent understood ins battery was depleted). Pt stated they normally get up in the morning and implant is at 80%. Pt stated yesterday ins was down to 60%. Pt stated they think ins was lower than 100% before going to bed last night. Agent reviewed ins battery depletion and pt stated their settings is only at 1.5. Pt also stated that today when charging the implant, after 4.5 hours, the implant battery is only up to 50% and the controller is down to 30%. Pt stated that usually, they start charging when ins is at 80% then takes 15 minutes to fully charge. Pt confirmed they see excellent quality. Ins was at 80% by end of the call. Pt also mentioned that for the last couple weeks, they have not seemed to be getting relief and they are hurting bad. Pt mentioned appointment with mdt rep tomorrow. The patient was redirected to their healthcare provider to further address therapy, charging frequency, and battery depletion issues.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.